Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had button error alarm occurred suddenly. Customer's blood glucose level was unknown. Customer also stated that they were tried esc + act several times, but the alarm could not be cleared and the button error alarm did not stop sounding. The device will not be returned for analysis.